Event description:
The implantable neurostimulator was explanted. Afterward, the pt developed an abscess near the incision site from explant. The pus from the abscess was drained. The hcp removed a 2.5 inch piece of tubing, later identified as a retained anchor. The hcp described the infection as a superficial suture abscess. The pt outcome was reported as a 'non serious injury/illness.'